Event description:
During atherectomy, on 2nd pass, noted difficulty moving cutter (would not close). Device removed and noted that cutter could come out of housing and the edge of the housing window was scored, as if cut by the cutter. Moderate sized localized intimal dissection noted at site of atherectomy in ladca.